Event description:
Customer called to report wearing a pod for about 10 hours and removing it, due to elevated blood glucose levels (bg's). Her bg's fluctuated between 246-485 mg/dl upon removal of the pod, she thought the cannula was slightly bent. Customer was able to activate a new pod successfully. No further issues were identified.

Manufacturer narrative:
The product was not returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a bend was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.